Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead; other relevant device(s) are: product ID: neu_unknown_lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) for a clinical study reported redness. The subject was not hospitalized, no medications were administered, no surgical procedure was performed, no device interrogation, no reprogramming, but they changed the wound dressing. The cause of the event was not related to the neurostimulator but probably related to the lead. There was post-surgical redness/discrete swelling at the pocket implant site. Symptoms also included pain. It was reported that the issue was not recovered or not resolved. It was later reported that the issue was an infection. A surgical procedure was performed and change of the wound dressing on (B)(6) 2018. The infection was discovered on (B)(6) 2018 which lead to the explant of the lead. The issue was recovered/resolved on (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 3531, lot# nlm200223n, product type: external neurostimulator. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.